Event description:
Device issue: shaft separation. Time of device issue: during procedure. Adverse event: none. It was reported that the pt had a very tortuous anatomy from the groin to the aorta. They used a non-abbott guiding catheter and an abbott traverse guide wire. They went in with the maverick 2 monorail and the shaft kinked while advancing it. They removed the maverick. They went in with non-abbott guiding catheter and also a short non-abbott guide wire. Used another maverick 2 monorail and successfully pre-dilated the lesion. They took a promus stent delivery system (sds) and tried to advance it. They got the stent through the guiding catheter with difficulty and reached the ostium of the left main (lm) but were unable to advance the stent any further. The sds shaft bent. The promus was removed. Next, they tried another promus sds but did not make it out of the guiding catheter before the shaft fractured. There was no resistance with the guiding catheter. The promus sds was removed. They successfully completed the case with a otw promus sds. No additional event or pt info is available. During device analysis, it was noted that the proximal shaft of the sds was separated.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The 2.5 x 15 mm promus (part 1009539-15b, lot 0020261), has been filed under MFR# 2021468-2010-01288. Eval summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with product quality deficiency. The lesion condition was described as heavily tortuous and calcified, which likely contributed to the failure to cross. Analysis of the returned 2.5 x 18 mm rx promus stent delivery system (sds) noted blood in the guide wire lumen, on the shaft, stent implant, and balloon. There was also contrast in the inflation lumen. This is consistent with preparation and use. The undamaged stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and outer diameters of the stent implant met manufacturing criteria. The guiding catheter used during the procedure was not returned and may have assisted in the eval. However, there was no report of any damage to the sds prior to use, suggesting that the reported difficulties advancing the sds in the guiding catheter were the result of the procedure. Although the kinked shaft was not confirmed, there were several bends in the hypotube. It was also noted that the hypotube was separated distal to the strain relief tubing and was hanging on by the torn jacket. The fracture faces were ovaled shaped as if the hypotube was kinked prior to separating and the jacket was jagged and stretched at the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Since no damage was noted during product inspection prior to use, it is likely that the hypotube became kinked during the attempt to advance in the difficult anatomy, then became separated from further handling. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this report. In this case, the failure to cross, difficulty positioning the sds in the guiding catheter, bends, and shaft separation appear to be related to operational context. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% inspected for kinks during the manufacturing process.